Event description:
Healthcare professional reported left side "radial folds and undulations" and baker "grade iii capsular contracture" via MRI. Device remains implanted.

Manufacturer narrative:
Additional, corrected and/or changed data: d.6a.

Manufacturer narrative:
Continued e1: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, left side "radial folds and undulations". And baker "grade iii, capsular contracture". Via MRI. Device remains implanted.